Event description:
The pt stated that her infusion device was making a grinding noise when she boluses. She stated that she has no other concerns with her infusion device. No physiological effects were reported. The pt was advised to switch to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.